Event description:
It was reported that the patient presented for an upgrade procedure. A chest x-ray was performed after the procedure, and it was noted that the right ventricular lead lost slack with loss of capture over a period of time. The lead was explanted and replaced during procedure. The patient was stable.